Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the act button appears unresponsive. The customer's blood glucose level at the time of incident was 242mg/dl. The customer was assisted with running self-test, and the device passed. The act button appeared to be functioning again. The customer was advised to monitor the device and call back if issues persist.